Manufacturer narrative:
19-nov-2025: product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush head falls off - oral-b [device breakage]. Case narrative: consumer reported via email that the toothbrush head falls off for the slightest thing, which affected teeth brushing. No injury was reported. Follow-up (19-nov-2025): suspect was changed from refill to handle. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush head falls off - oral-b [device breakage]. Case narrative: consumer reported via email that the toothbrush head falls off for the slightest thing, which affected teeth brushing. No injury was reported.